Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that following weight loss patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was repositioned to address the issue. During the procedure, the physician noticed patients lead had an additional wire attached and the additional wire was cut and removed to address the issue.